Manufacturer narrative:
The device history record review confirms that there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that microwire perforation was noted on selective mca injection and resolved upon retracting the microwire. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use and was prepared as per the dfu, continuous flush was maintained throughout the procedure, the anatomy was not tortuous, and there were no difficulties encountered during the procedure that could have contributed to the patient's vessel perforation. The physician did not allege any malfunction or nonconformance against the subject guidewire. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that the thrombectomy procedure was performed using the subject device guidewire along with other devices to remove a clot at the left middle cerebral artery (mca) aneurysm at m1 segment. Prior procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 22 and mrs (modified rankin score) of 0. During the procedure, the vessel perforation occurred when the subject device guidewire passing through clot, noted on angio, pulled back the subject device guidewire, bleeding resolved at the time. The medical treatment (keppra 3000 mg IV, protamine 50 mg IV, mannitol 85 gm IV, 3% ns IV) was administered in response to the patient¿s vessel perforation and the event was resolved at the same day. There were no symptomatic intracranial hemorrhage (sich) and neurological deterioration reported to the patient. Within 24 hours post index procedure, the patient had (nihss) score of 19. Approximately 5-7 days post the index procedure, the patient was assessed having nihss of 21 and mrs of 5. The patient was discharged 11 days post- index procedure to skilled nursing home. According to the site, the relationship of the vessel perforation to the subject device guidewire and to the index procedure.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the thrombectomy procedure was performed using the subject device guidewire along with other devices to remove a clot at the left middle cerebral artery (mca) aneurysm at m1 segment. Prior procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 22 and mrs (modified rankin score) of 0. During the procedure, the vessel perforation occurred when the subject device guidewire passing through clot, noted on angio, pulled back the subject device guidewire, bleeding resolved at the time. The medical treatment (keppra 3000 mg IV, protamine 50 mg IV, mannitol 85 gm IV, 3% ns IV) was administered in response to the patient¿s vessel perforation and the event was resolved at the same day. There were no symptomatic intracranial hemorrhage (sich) and neurological deterioration reported to the patient. Within 24 hours post index procedure, the patient had (nihss) score of 19. Approximately 5-7 days post the index procedure, the patient was assessed having nihss of 21 and mrs of 5. The patient was discharged 11 days post- index procedure to skilled nursing home. According to the site, the relationship of the vessel perforation to the subject device guidewire and to the index procedure,